Manufacturer narrative:
(B)(4). The clinic is reporting this adverse event only and did not request or require field service or clinical support. All pertinent information available to abbott medical optics has been submitted.

Event description:
The clinic reported that a laser vision correction patient had enhancement surgery on (B)(6) 2016 and presented on (B)(6) 2016 with para-central epithelial ingrowth in right eye. It was stated that the patient had no loss of best corrected visual acuity (bcva) however, patient went from 20/15 pre op in both eyes to 20/20 post op. The patient complained of distance visual acuity improving and having less light sensitivity. Bcva from (B)(6) 2015: right eye pre-op 20/15 -1.25 x -.50 x 175; left eye pre-op 20/15 -1.25 x -.50 x 125. Bcva from (B)(6) 2015: right eye post-op 20/20 .00 x .00 x 90; left eye post-op 20/20 .00 x -.50 x 60. During follow up with the account it was reported that patient was seen (B)(6) 2016 and the epithelial ingrowth was not improved. Surgeon discussed options with the patient, and a decision was made to lift the flap to clean out the ingrowth. The patient is coming in for the flap lift/irrigation on (B)(6) 2016. As of (B)(6) 2016 no other change in treatment has been made and patient will resume normal post op care once the flap lift is done.